Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that her daughter was taken to emergency room due to hyperglycemia. It was reported that the customer experienced high blood glucose levels fo 30.1 mmol/l at the time of incident. It was stated that the customer's daughter was still connected to the insulin pump when being driven to the hospital and was monitored her with insulin injection. It was reported that the customer had some ketones and left emergency room last night at 11:30 pm. It was stated that the customer changed three sites, two at home and one at the hospital. It was stated that the customer's current blood glucose level was 15.3 mmol/l. It was reported that the customer was connected to the insulin pump after leaving the hospital and the doctor requested to perform the troubleshooting on the insulin pump. It was reported that the insulin pump had no physical damage and the drive support cap was indented. There was no air bubbles inside the tubing and reservoir. The insulin pump passed the displacement test. It was reported that the insulin came out at 5.0 units. It was reported that there was no leaks and the infusion set was inserted when she was at the hospital. It was reported that the customer changed everything last night, reservoir, insulin, and the infusion set. It was stated that the customer removed the cannula and noticed that there was blood inside the cannula but the cannula was straight. Troubleshooting was performed. It was reported that the insulin pump passed the high pressure test. The customer was advised to speak with health care professional. Product is not expected to return for analysis. Additional device related incident: infusion set ((B)(4))